Event description:
It was reported that during a gastric band procedure, the patient had not been getting any tightness of the band when it was filled. The port had been replaced; however this did not solve the issue, such that the replacement of the entire band was recommended. The gastric band may have been pierced by a needle during insertion which would have caused a slow leak and potentially could have caused the problem. Product was implanted on (B)(6) 2014 and explanted on (B)(6) 2015. Patient was ok post-surgery.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.should the information be provided later, a supplemental medwatch will be sent.